Event description:
It was reported that cco value became unstable during use. The monitor and the cable were replaced and the condition improved. The customer suspected the problem was with the catheter. There seemed to be no error messages observed and no occlusion, leakage or kink to the catheter was noted. The sample of tracing was not available. There were no patient complications reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield were returned. Customer report of cco measurement issue was confirmed. Catheter was connected to vigilance ii monitor and "check thermistor connection" error message was shown. The thermistor was submerged in a 37.0c water bath and read 37.1c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. No visible inconsistencies were observed on (B)(4) data. Leadwire was found broken inside the thermal filament connector at solder joint to circuit board when the connector was cut opened. No visible inconsistency was found inside the thermistor connector. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage was observed on the catheter body or returned syringe. Balloon inflation test was performed using returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eye. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of (B)(4) measurement issue was confirmed during the evaluation. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.